Event description:
Dexcom CGM sensors are active but repeatedly experiencing signal loss to app that only resolves by restarting phone or removing device from Bluetooth and reading. Signal then works for approximately 30 minutes and issue repeats. Data imports after signal is reacquired. I have had this device for four days and product support is unable or unwilling to address this issue after four phone calls. Product support does not understand basic medical terminology or concepts. Blood sugar went low last night and device did not alert due to this signal failure.